Event description:
From staff: umbilical arterial line found to be leaking blood-tinged fluid on bed. Blood backed up to transducer. Blood drawn from uac [umbilical arterial catheter] earlier this morning with no noted leaking from tubing. Unsure why this happened. Collected defective tubing & transducer